Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory for evaluation. A return material authorization (RMA) had been issued requesting to have the tip cover returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi also has issued an RMA for the return of the monopolar curved scissors instrument involved with the complaint; however, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, a couple instances of capacitive coupling (¿sparks¿) were observed during application of monopolar curved scissors (mcs) coag cautery. ¿sparks¿ did not result in patient injury. The mcs was removed, and scrub technician identified that the mcs tip cover had slipped forward and that there was a hole in the mcs tip cover. The scrub technician replaced the mcs tip cover, and the surgeon continued the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover was properly installed with no orange area present nor was it over installed. The installation tool was used, and the electro lube was applied after installation.